Event description:
The clinician reports that the day the implant was placed in ada 24, failure occurred upon insertion. Implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.